Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred 3 or more hours after insertion. The insertion site was at abdomen. The blood glucose level was 390 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.